Manufacturer narrative:
During removal of the angioguard through the previously deployed stent the operator was unable to close filter basket which became caught on the stent and tore. During the initial procedure, pta was performed on an 80% occluded lesion in the ostium of the left internal carotid artery with moderate vessel tortuosity. The arch I lesion was mildly calcified and eccentric. An angioguard rx embolic protection device was successfully deployed past the lesion followed by placement of a precise pro rx stent with a residual diameter stenosis measuring 0%. The angioguard was successfully removed and debris was found in the basket. The patient was neurologically intact upon leaving the angio suite and was discharged on the following day without any major adverse events. The patient returned approximately 3 weeks later for a contralateral procedure. Pta was performed on an 80% occluded lesion in the ostium of the right internal carotid artery with moderate vessel tortuosity. An angioguard rx embolic protection device was successfully deployed past the lesion followed by placement of a precise pro rx stent with a residual diameter stenosis measuring 0%. Difficulty removing the angioguard was encountered and debris was found in the basket. The patient was neurologically intact upon leaving the angio suite and was discharged on the following day without any major adverse events. The patient had a 30 day follow-up on the following day with no new adverse events noted. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, device interaction and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: precise pro rx catalog number pc0830rxc, lot number 15588297. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6), there was removal difficulty of an angioguard from the patient after a contralateral procedure and the operator was unable to close filter basket, the filter became caught on the stent during retrieval and the filter basket tore. During the initial procedure, pta was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 7.0mm vessel diameter with moderate vessel tortuosity. The arch I lesion was mildly calcified and eccentric. A 6mm medium support angioguard rx embolic protection device was successfully deployed past the lesion. It was not documented if the lesion was pre-dilated. A 9x30mm precise pro rx stent was successfully deployed at the target lesion site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. The patient was neurologically intact upon leaving the angio suite and was discharged on the following day without any major adverse events. The patient returned approximately 3 weeks later for a contralateral procedure. Pta was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 15mm in length in a 5.0mm vessel diameter with moderate vessel tortuosity. A 6mm medium support angioguard rx embolic protection device was successfully deployed past the lesion. It was not documented if the lesion was pre-dilated. An 8x30mm precise pro rx stent was successfully deployed at the target lesion site. The residual diameter stenosis measured 0%. There was difficulty removing the angioguard and debris was found in the basket. Additional details are pending. The patient was neurologically intact upon leaving the angio suite and was discharged on the following day without any major adverse events. The patient had a 30 day follow-up on the following day with no new adverse events noted and exited the study after having completed all of the required follow-up.